Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected and no defects were found. The receiver was charged and does not turn on. A functional test was not performed due to receiver being opened. The receiver case was opened for internal inspection and passed, the battery was replaced with a known good battery and turns on. The receiver download shows the receiver ceasing to function. The reported event of unexpected receiver shutdown was confirmed. The root cause was determined to be a defective battery.